Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
During an internal programming history review it was discovered on (B)(6) 2018 system diagnostics resulted in high impedance just above the normal impedance threshold. At the next recorded visit dated (B)(6) 2018 diagnostics were within normal limits, but then on the next recorded visit dated (B)(6) 2018 the system diagnostics again registered just above the normal impedance threshold again. The diagnostic data for the remainder of the available programming history are within normal limits. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.